Event description:
It was reported that the ventilator did not start. There was not patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not start. Identification of issue has been done by analyzing problem description and service report. It has been decided to be reported in abundance of caution - based on available information as the initial description might have underlying causes which represent a reportable event. In the further process of complaint handling it has been identified, that the issue was related to mains fuse blown. The problems such as the one described here are not safety related. There was not patient involvement. The cause to the reported event has not been established, previous investigations have shown that the device fuses sometimes blows as a result of overheating due to instable mains power with high voltages spikes.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # brand name, # version or model # was required. ¿ brand name: - previous brand name: servo-s - corrected brand name: servo-s base unit ¿ version or model #: - previous version or model #: servo-s - corrected version or model #: 6640440 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).